Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image not being displayed was traced to a broken video cable and damage to the fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope (gynecologic) exhibited damage to the fiber bonding in the outer tube area at the distal end, and the image was not displayed. There was no patient involvement.